Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was displayed as "high" (specific value was not provided) with moderate ketones. Customer changed pump supplies as well as administered a correction injection to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.